Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the implant date is unknown. The device will not be returned for evaluation because it remains implanted. Serial number of the device remains unknown. Therefore, no device history record (DHR) review can be done. No patient information was provided. Repeated attempts to contact the health care provider have been made in an attempt to get additional information regarding the condition of the patient, length of implant of the device, reason for explant and condition of the device at time of surgery, but all attempts have been unsuccessful. A follow up report will be submitted when new information is received.

Event description:
It was learned that a patient underwent surgery for a valve in valve procedure due to valve degeneration. The valve was a 25mm mitral. No other details were provided and the device remains implanted.